Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The customer svc engineer (cse) upgraded the software to the current revision and performed tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien ref #: (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) had a blank display. There was no pt involvement.